Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurred vision at near and distance, had haloes and glare, and these symptoms were very bothersome. The patient was not able to tolerate the monofocal lens. The patient was on ocular surface treatment, but there was no improvement in the symptoms. Hence, surgeon planned for lens exchange. There were two medical reports associated with the same event. This file belonged to the left eye. Additional information was requested, but no further information was available.